Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient is having issues for approximately two years. Allegedly, urine and blood tests show infectious disease of an inflammatory type. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products ------------------------------------------- kne-unk-bearing kne-unk-tibia.